Event description:
It was reported that this right ventricular (rv) lead dislodged from septal position, as pacing and capture was very painful for the patient. It also exhibited high pacing thresholds. No pericardial effusion present. Lead was repositioned successfully. No additional adverse patient effects were reported.